Event description:
It was reported that pump displayed malfunction code for issue identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.